Event description:
Open colorectal anastomosis was performed with the colonring device. The following complaint was reported "when the surgeon turned the operation knob to end, the red indicator came out but the device can not be fired and took out. The surgeon performed the anastomosis again by stapler."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not received yet for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusion could be drawn based on the currently available information. The red marker has no impact on device safety and performance and thus the outcome of the procedure. It only serves as an additional indication of the sequential status of device operation.